Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/24/2025, it was reported by a sales representative via (B)(4) that an abs-10061t arthrex angel prp kit experienced a malfunction. The blood was not pulled up during the spin cycle at all. There was also a burning smell coming from the outlet where the machine was plugged in. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure of the angel prp kit, is the external power source where the machine was plugged in. The failure may have resulted from a defective or compromised electrical outlet rather than a device-related malfunction.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure of the angel prp kit, is the external power source where the machine was plugged in. The failure may have resulted from a defective or compromised electrical outlet rather than a device-related malfunction.